Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) began emitting a constant beep tone and could not be interrogated. The ICD was removed and replaced.